Event description:
It was reported that a spectrum pump experienced door issues. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door issues through the experience of door not fully latched alarms. Evaluation found that the door was unable to be set properly, causing the reported symptom. The mechanism assembly was replaced to correct this condition.